Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing multiple occlusion alarms. The contact reported that the customer experienced a blood glucose (bg) level of 800 (mg/dl) and diabetic ketoacidosis. While hospitalized, the customer was treated with intravenous insulin. The contact was unable to complete all the troubleshooting steps due to not wanting to remove the customer's infusion site. The customer was waiting to be released from the hospital at the time the event was reported.